Manufacturer narrative:
This case is received by seikagaku corporation on august 14, 2018. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
On 2018-unk - an (B)(6) male patient had an intra-articular knee injection of gel-one. Subsequently he developed an anaphylactic reaction including itching and tongue swelling. He required an overnight stay in intensive care. On (B)(6) 2018, he did well.

Manufacturer narrative:
This case is received by seikagaku corporation on august 14, 2018 and additional information provided by the injection physician (nurse practitioner) was forwarded to us on september 11, 2018. Manufacturer assured that there was no quality problem based on the manufacturing process, the in-process testing, the release testing and the environmental monitoring for lot no. 0017z19g. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
2018-unk: an 80 year-old male patient had an intra-articular knee injection of gel-one. Subsequently he developed an anaphylactic reaction including itching and tongue swelling. He required an overnight stay in intensive care. On (B)(6) 2018: he did well. Following up. Below is a quoted email from the administering physician (nurse practitioner; np): "chronology- np administered the injection without difficulty. The patient (pt) sat in the exam table for 5 minutes or so & got up & walked out of office without problem. Np received a phone call approximately 2 hours later from pt. Pt was driving to the ER & reported tongue swelling & itching in pt's armpits, groin & fingers. Pt was unsure if pt had a rash. Pt was speaking very clearly & did not sound stressed. Np asked if someone else should drive pt but pt said no, pt was fine to drive & almost to the hospital. Pt ate at mcdonald's that morning, no new food. No new medication taken that morning. Np asked pt to call us back later that afternoon to report pt's condition. Np believes the ER doctor called dr. Knight when pt was admitted. Np had no problem injecting the gel-one to the amteriomedial aspect of pt's left knee. Pt had no adverse effects while still in the office. Pt followed up with an appointment with dr. (B)(6) on (B)(6)."